Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc and act button of the insulin pump were unresponsive. Customer also reported the insulin pump had a weak battery alarm and the screen had a scratch making it harder to see the display. Blood glucose level at the time of the incident was not provided. The customer did not recall any significant events leading up to this issue. The customer stated that the time clock advances when monitored for one minute. Customer declines troubleshooting for other issues. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no weak battery alarm and low battery alert noted. Insulin pump received with minor scratches on display window noted.